Event description:
It was reported that the patient was implanted with a neurostimulator on (B)(6)-2010. For the first few months the patient experienced good tremor suppression. Beginning on (B)(6)-2011, the patient experienced electrifying paresthesias on the right side of the body and dyskinesia on the right side of the face. High impedances were measured, and an x-ray was taken to attempt to detect lead failure. The x-ray revealed that the connector between the lead and extension for the left hemisphere had moved from the skull to the neck. Intra-operative troubleshooting on (B)(6)-2011 found high impedances, and it was though that the distal part of the lead was damaged. The hcp decided to explant the lead when a stereotactic placement of a new lead could be performed. In the meantime, the patient was to be treated with drugs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389, serial# unknown, implanted: unknown, explanted: unknown.

Event description:
Additional information received reported that the lead was replaced after 12 months of service life because the patient experienced side effects of the stimulation. Intra-operative measurements revealed high impedances on all conductors.

Manufacturer narrative:
Original manufacturing site ID was reported as site # (B)(4). Additional review indicates the correct manufacturing site is site ID # (B)(4).

Manufacturer narrative:
Final analysis of the lead revealed all conductor wires were broken 3.1 cm from the proximal end. Impedances were measured and the results indicated all circuits were open.